Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 24 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the proximal stent strut rows were lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink along the length of the hypotube shaft measured at 18cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23oct2019. It was reported that crossing difficulty was encountered and shaft damage occurred. The target lesion was located in the left anterior descending artery. A 24 x 2.75 promus premier drug-eluting stent was advanced, but encountered difficulty in crossing the lesion and the shaft got damaged. The procedure was completed with a different device. There were no patient complications reported.